Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) the flap on the fo connector remained open. There was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the front panel, including the labels, and conducted both a functional test and a safety check. The repair has been completed successfully. Unit cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0997-00-0644 assembly, upper panel serial number n/a part number 0334-00-1811 label, patient connector part number 0334-00-1813 label, trainer on, off part number 0997-00-0644 assembly, upper panel serial number n/a was received with the reported failure of the fiber optic door stayed open. Part number 0334-00-1811 label, patient connector and part number 0334-00-1813 label, trainer on, off have no relation to the failure of the fiber optic door. The failure analysis and testing dept. Performed a visual inspection on part number 0997-00-0644 assembly, upper panel and verified that the fiber optic door remained open and would not spring back to the closed position. The fat dept. Was able to replicate the failure of a defective fiber optic door. The upper panel failed testing. Retaining the upper panel in the fat per procedure.